Manufacturer narrative:
The device was returned to terumo for evaluation. The failure could not be duplicated. The cracked cable guide, red ribbon, and blood pressure monitor module were replaced. The system functioned as intended. This report is being submitted to the FDA as a result of a retrospective review of product complaints.

Event description:
It was reported that the carbon dioxide was fluctuating during cardiopulmonary bypass surgery. No pt injury was reported.